Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign report source: (B)(6). The investigation is in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, the ats cuff was placed at the patient¿s arm. When correctly attached to the ats 4000, the nurse clearly heard air escaping at the cuff. Cuff leak was detected by the ats device. Air was leaking at one of the cuff¿s entry points (hook). They used a different cuff to perform surgery. No harm or delay was reported.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). UDI #: (B)(4). On 28 jan 2020, it was reported from a.z. Jan portaels vzw that a 18in. (46cm) a.t.s. Cylindrical cuff - dp, sb was leaking. On 26 feb 2020, a returned product investigation was performed on the 18in. (46cm) a.t.s. Cylindrical cuff - dp, sb. The physical evaluation revealed that the reported event was unable to be reproduced and there were no other issues found with the device. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the device functioned as intended and there were no problems found. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.